Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va28u5j, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: va28u5j, ubd: 14-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated that they landed on their tailbone after falling while ziplining. Since then, the patient stated that they felt a constant "shocking" down their right leg. The patient stated that they turned off the device until they were  seen in the office by the physician the following week. While at the physicians office, they changed from program 1 to program 2. The patient went home and stated that their device continued to shock them randomly. They then changed to program 3 and stated the same thing happened. The physician then decided that they would need a lead revision. The patient turned the device off at this point. On thursday ((B)(6) 2021), the rep ran an impedance check where they found that all contacts were >4000. No other troubleshooting was done and they proceeded with the lead revision.  A lead revision was successfully completed. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va28u5j, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: va28u5j, ubd: 14-apr-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: the patient's fall was determined to have been the cause of the shocking and high impedances that led to the revision; the product was returned for analysis.

Manufacturer narrative:
H3: analysis of the lead (l/n: va28u5j) revealed anomaly. Continuity and shorts testing were within normal limits on the returned lead. Cosmetic observations were observed including crushed marker bands; however, there was no impact to performance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.